Event description:
It was reported that the patient had loss of ac power while connected to mobile power unit (mpu) power. The log file were submitted for evaluation. The log file review recorded no external power events on 22jun2026 2:52:07 and 22jun2026 3:05:19 while connected to mpu power. The backup battery was used to support the system during these events. The motor function was not affected by this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.